Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('rashes on hands and below knees') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervix uteri cancer. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), abdominal distension ("belly like 7 month pregnant"), adnexa uteri pain ("lot of pain in ovary") and alopecia ("hair loss crazy") and was found to have weight increased ("gained 25 lbs"). The patient was treated with surgery (essure removal). At the time of the report, the rash, abdominal distension, adnexa uteri pain, weight increased and alopecia outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, alopecia, rash and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media content received: event medical device removal deleted. Events: hair loss, belly like 7 moths pregnant, gained 27 lbs, rashes were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.